Manufacturer narrative:
One 10037031, sample was received with residual fluid present in the line; no packaging was received with the sample and information regarding the lot number was not available to assist the investigation. A visual inspection confirmed the customer's experience as a perforation was identified at the tubing near the smartsite y-site; leakage was observed from the hole during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the assembly process did not identify a definitive source which may have contributed to damage of this nature and a definitive root cause could not be determined. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although definitive root cause for the tubing damage could not be determined in this instance, as a result of similar feedback, the manufacturing site have identified a number of improvement actions within the manufacturing process which should ensure the likelihood of reports of this nature are reduced in future. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 10037031, set in the past 12 months.

Event description:
It was reported that the burette 60dp and ps vlv 2ss 1.2mf experienced leakage and device damage/deformation. The following information was provided by the initial reporter: leaking set. Leaking set upon preparation due to the cracking at the connector site. I have kept the set as a proof.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the burette 60dp and ps vlv 2ss 1.2mf experienced leakage and device damage/deformation. The following information was provided by the initial reporter: leaking set. Leaking set upon preparation due to the cracking at the connector site. I have kept the set as a proof.